Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation was confirmed. One unpackaged ar-9676, serial/batch number (B)(6), was received for investigation. The visual evaluation revealed heavy scratches around the od at the distal end of the device. Similar, lighter scratch lines were observed at the proximal end, near the instrument's shoulder. Functional testing found resistant when the returned part was attempted to fix inside the ar-9597-20 batch 37621942. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.

Event description:
On 11/21/2022, it was reported by a sales representative via sems that a ar-9597-20 angled reamer sleeve, and a ar-9676 angled reamer drive shaft heat welded together. This occurred during a case at the end of the reaming process. There was no patient effect reported.